Event description:
The customer reported during a procedure the system shut down on its own, a system message code was given and the system froze. They were able to complete the procedure by changing of the chords. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).